Event description:
The user facility reported that the angio-seal device involved was unpacked, the guidewire was inserted into the procedure sheath, and the procedure sheath was then removed. After the angio-seal device was inserted, the suture snapped when tension was applied. As hemostasis was achieved, the suture was captured using forceps and then cut under the skin. Hemostasis was successfully achieved by the device without replacement. Th estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was a carotid artery angioplasty (cas). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).